Event description:
Device beeping, intermittent green/red led. No patient involvement.

Manufacturer narrative:
Heartsine evaluated the customer's returned device and verified the reported issue. The cause of the reported issue was attributed to moisture ingress as a result of adverse storage.

Event description:
Device beeping, intermittent green/red led. No patient involvement.